Event description:
In 2012 I had prolene mesh put in me to repair a hernia, it came undone a year later. So in 2013, I had pigskin put in fix the triple hernia it caused when it came undone. I was in the hospital for a week, had only clear liquids all week. I had breathing complications during surgery and almost died, and had tubes up my nose and down my throat. This I would not wish on anyone, I have so much pain everyday, can't have intercourse with my fiance. The pain is too much, and now I have an extra belly to carry with me. I have been cut up and down so much I don't even have a belly button no more. I have went thru so much trouble thru all this, hate looking at my body. This product prolene mesh needs to be put on recall list asap. Procedure was ventral hernia MFR name is j&j ethicon, item is prolene mesh, MFR is pmii, serial number is (B)(4). I have my medical records for 2012 surgery and 2013 surgery to fix the problem. Please add this to the list, so I can get proper help with this matter. The 2013 surgery never should of happened, scariest thing in my life, never want to do that again. Surgery cost (B)(6) for a week stay and that doesn't include doctor fees and medicine to put me out. Hopefully something is done so this doesn't happen to someone else. Thanks, (B)(6).